Manufacturer narrative:
Device evaluated by MFR.: f/g,promus element,mr,ous 2.25x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified proximal and distal stent damage. Stent damage was noted at the proximal end and the distal end with stent struts lifted from their crimped stent positions. The undamaged section of the crimped stent outer diameter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink at 590mm distal from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.25x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.